Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. Subsequent testing of the sample, on an alternate unicel dxc 600i system, in duplicate, recovered lower results within the normal reference range. The false result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A second sample from the patient was also analyzed five hours after and produced a negative initial result (actual value was not supplied). No system errors were noted. System check and quality control (qc) passed within range at the time of the event. The sample was clear in appearance and the tube was ¾ full. The instrument was in normal operation.